Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends. H10. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filling this report shall be filed on a supplemental MDR.

Event description:
The pt reported he developed mild redness and itching under the tape collar of his device in the area above the stoma approximately 7 days after he switched from one skin barrier to another. He noted the itching continued for approximately one week. The pt loosened the tape border and applied anti-inflammatory ointment to that area; however, the symptoms persisted. The pt has discontinued use of the device. No further info was provided.